Event description:
A report was received that the patient was experiencing charging difficulties after being defibrillated. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing charging difficulties after being defibrillated. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and a new ipg was implanted. The patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual tests performed. The complaint of difficulty charging was confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The depletion rate was in the normal range prior to the patient's defibrillation incident. At the approximate date of the incident, the depletion rate climbs markedly. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The use of defibrillation resulted in the reported complaint.